Event description:
Caller reportedly received results of "60 something" (mg/dl) and "90 something" (mg/dl) within 10 minutes on the advantage system. No low blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates: zantac dose unk - therapy dates unk.